Event description:
It was reported that the device was at elective replacement indicator (eri) and had early battery depletion. It was noted that contributors to current drain included high right ventricular output, many remote transmissions, atrial fibrillation, and a high lower pacing rate at implant. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis revealed normal battery depletion and the device meets 80% of expected longevity.